Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 699mg/dl. It was stated that the customer did a bolus, but the insulin pump and the carelink did not show the last bolus. Troubleshooting was performed. The caller ran a bolus and it was registered in the bolus history. The caller stated that the basal rates were correct. It was stated that the date on the insulin pump was off with one day. Ran a fixed prime and high pressure test and they passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.